Event description:
During an emergency surgery procedure, the hosp reported that the clinician was manipulating the catheter and removed the catheter out of the pt. It was reported that the clinician thought that the catheter had broken off since there was only 1/2 cm visible as measured from the hub. However, upon further investigation by the hosp, it was determined that the catheter had telescoped back into the tubing behind the junction boot and that none of the catheter had broken off. Pt expired, death not attributed to the device.